Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still in progress, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
We insert the fna needle inside the scope, when the doctor start to puncture the stomach, there is not needle actually when we inserted the fna through the scope trying to puncture the stomach, but we failed, so we removed the needle from the scope and checked, finding no tip of the needle, we checked the stomach also and there is no site of puncture seen, since there is no tip of needle inside the stomach or scope, doctor decided to change the fna . I think there is no needle from the beginning, as we sent back the defected item. The device was evaluated confirming that the needle had broken distally.

Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi); 1025 acuff road; p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: (B)(4). Investigation is still in progress, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the device evaluation it was noted that the needle was broken distally we insert the fna needle inside the scope, when the doctor start to puncture the stomach, there is not needle actually when we inserted the fna through the scope trying to puncture the stomach, but we failed, so we removed the needle from the scope and checked, finding no tip of the needle, we checked the stomach also and there is no site of puncture seen, since there is no tip of needle inside the stomach or scope, doctor decided to change the fna. I think there is no needle from the beginning, as we sent back the defected item .

Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). (B)(4). Importer site establishment registration number: (B)(4). Device evaluation: the echo-hd-3-20-c device of lot number c1398457 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. The customer complaint is confirmed as the failure was verified in the lab. As per customer testimony the needle was fully retracted ¿actually when we inserted the fna through the scope trying to puncture the stomach, we failed ,so we removed the needle from the scope and checked, finding no tip of the needle, we checked the stomach also and there is no site of puncture seen, since there is no tip of needle inside the stomach or scope, doctor decided to change the fna . I think there is no needle from the beginning, as we sent back the defected item. The device related to this occurrence underwent a laboratory evaluation on the 09th may 2018. Two devices reported, one unused device and one used device. Unused device was not returned for evaluation. On evaluation of the returned used device, the device was returned in original packaging. The stylet was fully in place on return. Needle kinked distally possibly due to re-packaging for transport returns. Needle tip missing, approximately 0.9cm missing. Length of needle exposed equates to 6.6cm. Kink measures 2.5 cm from tip of sheath. Stylet removed and when returned it would not advance past the kink. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting and as the customer could not determine where the needle tip detached. Therefore it is possible that the needle was damaged prior to use, as indicated in additional information received there was no needle from the beginning. Additionally another possible root cause could be that the needle tip broke within the scope and fell off and detached in the patient and thereafter passed out naturally. Additionally it¿s possible that the needle damage/breakage occurred during the device preparation. Additional information was requested to inquire about the patient outcome. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Document review: components supplied from external suppliers are subject to incoming inspection. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing work instructions include inspections: ¿check for visual defects, debris, loose or embedded foreign materials, rough or sharp edges, bends or kinks.¿ all products and packaging are 100% inspected for visual irregularities such as holes, dents, kinks or tears. Additional inspections include; ¿measure the needle extension with the outer handle positioned at reference mark 8 and with the sheath in a straight position. The needle extension should be as per the drawing and free from any damage / kinks. Verify the needle fully retracts into the sheath¿. A review of the manufacturing records for echo-hd-3-20-c device of lot# c1398457 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1398457; upon review of complaints this failure mode has not occurred previously with this lot # c1398457. Summary: the customer complaint is confirmed as the failure was verified in the lab. The risk associated with this complaint is risk category iii/no risk. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
We insert the fna needle inside the scope, when the doctor start to puncture the stomach, there is not needle actually when we inserted the fna through the scope trying to puncture the stomach, but we failed , so we removed the needle from the scope and checked, finding no tip of the needle, we checked the stomach also and there is no site of puncture seen, since there is no tip of needle inside the stomach or scope, doctor decided to change the fna . I think there is no needle from the beginning, as we sent back the defected item .

Manufacturer narrative:
510(k) number: k142688. (B)(4). Exemption number: e2016031. (B)(4). Investigation is still in progress, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the device evaluation it was noted that the needle was broken distally. We insert the fna needle inside the scope, when the doctor start to puncture the stomach, there is not needle actually when we inserted the fna through the scope trying to puncture the stomach, but we failed , so we removed the needle from the scope and checked, finding no tip of the needle, we checked the stomach also and there is no site of puncture seen, since there is no tip of needle inside the stomach or scope, doctor decided to change the fna . I think there is no needle from the beginning, as we sent back the defected item .